Event description:
It was reported that a caller experienced a malfunction on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.